Event description:
A malfunction code was reported by the customer, identified as malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller was able to successfully reset it. The customer was informed to contact technical support again if the malfunction code appeared in the future and acknowledged the instructions.